Event description:
It was reported that during preparation prior to the procedure, an error message was noted on the device. The device was not used. There was no patient involvement.

Manufacturer narrative:
The reported field event of error message was confirmed. A programmer message stating "device programmed to emergency pacing values" was received upon interrogation at receipt. Analysis of the device image showed that this was due to manual activation of emergency pacing parameters in the field. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.